Manufacturer narrative:
The reports of the following patient identifiers are linked: (B)(6). E1-facility name: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. The appearance of the scope and the inside of the biopsy channel was checked with borescope, but found no abnormalities. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The slit in biopsy port used was damaged. Based on the results of the investigation, the investigation findings of the event of a black mass that fell off, do not lead to a clear conclusion about the cause of the reported event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a bronchoscopy procedure, while using the bronchovideoscope along with a single-use biopsy valve, a black mass, approximately 2 mm x 3 mm in size, fell off into the body. It was suspected to be a rubber stopper of disposable biopsy valve. Additional information received that the foreign material fell into the bronchial tube and was successfully retrieved using forceps. The procedure was delayed for 5 minutes due to retrieval and was completed with the use of the same device. There were no further reports of patient harm.